Event description:
It was reported that a patient, (B)(6), male underwent an ischemic ventricular tachycardia (isvt) procedure (mapping phase) with a smart touch catheter, suffered a cardiac tamponade which required pericardiocentesis and 2 liters fluid was removed. The patient required extended hospitalization and impella device was inserted for blood pressure support. The patient was stabilized and transferred to the ccu for observation. The physician¿s opinion regarding the cause of this adverse event is that this is the sjm agilis sheath in use. However since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. The patient was reported to be in stable condition. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4) it was reported that during an ischemic vt procedure the patient developed a pericardial effusion. This required a pericardiocentesis to be performed in which 2 liters was removed from the pericardial space. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The concomitant products: carto 3 system: ser# (B)(4), stockert generator: ser# (B)(4), cool flow pump: ser# (B)(4), smart touch catheter: cat# d133602 lot# 17144626m, pentaray catheter: cat# d128208 lot# 17176652l, 8 french acunav catheter: cat# and lot # are unknown. (B)(4).